Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth and infection at the abutment site. Subsequently the patient underwent skin revision and abutment replacement under a general anaesthetic (date not reported). The patient was administered oral antibiotics (date not reported).